Event description:
The device was used during a laparoscopic hernia repair procedure. Reportedly, there was small loose plastic piece inside the instrument visibly seen through the scope. The surgeon used another device. No patient injury was reported.